Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: dbs slim tip lead, model: 6172, UDI: (B)(4), serial: (B)(4), batch: 8362825. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that after an implant procedure the patient experienced confusion and short term memory loss. Follow up indicated this issue was resolved without intervention.